Manufacturer narrative:
¿As this is a duplicate file, mrn 9616066-2019-02602 is provided below.¿ the sets were visually inspected for obvious damage such as incomplete bonding engagements, cracks, kinks, holes, and tears in the tubing and its components. Although the photo showed a break at drip chamber spike, the type of breakage could not be determined due to the lack of resolution in the photo. No breakage or anomalies were observed or replicated on the drip chamber spikes of the returned sets during visual inspection, functional testing, and pressure testing. The root cause of the customer's report was not identified.

Event description:
It was reported that the tubing spike detached and became lodged into the IV bag while preparing for an infusion in the oncology unit. There was no patient involvement.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that the tubing spike detached and became lodged into the IV bag while preparing for an infusion in the oncology unit. There was no patient involvement.